Manufacturer narrative:
The device history records for the injected radiesse lot were not reviewed as the lot number was unknown.

Event description:
Dr. (B)(6) reported injecting a female patient with radiesse into nasolabial folds, the patient is experiencing pain. On (B)(6) 2014 and (B)(6) 2014, dr. (B)(6) spoke with (B)(6), dr. (B)(6). Dr. (B)(6) injected radiesse into the marionette lines and nasolabial folds of a patient on (B)(6) 2014. Post operatively the patient complained of pain. He examined the patient on friday and noted mucosal necrosis of the upper lip and oral commissure on the left side. Dr. (B)(6) was advised that at four days after injection it is all about wound care. He was advised to consider prophylactic antibiotics, antivirals, aquaphor, avoidance of smoking, head elevation, aspirin, potentially medrol dose pack, and avoidance of early debridement. Dr. (B)(6) had seen the photos of the patient and it appears that the patient has an embolic event to the superior labial artery. On (B)(6) 2014, (B)(6), a nurse at dr. (B)(6) office stated the patient is improving, but could not say "to what degree." She had no other case/patient information to provide.